Event description:
An impella cp was inserted via the right femoral artery in a 70-year-old male who presented with acute myocardial infarction and cardiogenic shock. No past medical history was provided. The patient was classified as scai stage e and required inotropic support, vasopressors, and mechanical ventilation for respiratory failure. The alanine aminotransferase prior to device insertion was reported at 173. The patient underwent left anterior descending coronary angioplasty with stent placement during the index procedure. During support, the patient was noted to have laboratory findings consistent with hemolysis. The event was reported in association with extracorporeal membrane oxygenation placement, after which the pump level was lowered. Device repositioning was performed, and adjustments to the p-level were made. The event was characterized as hemolysis with associated device repositioning. Hemolysis is a known potential complication in patients requiring mechanical circulatory support, particularly in the setting of cardiogenic shock, scai stage e classification, concurrent extracorporeal membrane oxygenation, high pump speeds, and critical illness requiring vasoactive support and mechanical ventilation. Flow alterations following extracorporeal membrane oxygenation placement may contribute to changes in hemodynamics and pump performance requiring repositioning or pump level adjustment. Given the patient¿s severe cardiogenic shock, need for multi-device support, and overall critical condition, the reported hemolysis and subsequent device repositioning are consistent with the known risk profile in this clinical context. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1. Hemolysis / mechanical interaction with blood: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including the full data log.